Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a total knee arthroplasty(tka) surgery, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a total knee athroplasty(tka) surgery, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. H3 other text : device discarded by customer.